Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was not holding a charge for as long as anticipated by the customer. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot the issue and stated that they were not experiencing the issue at the time of the call.